Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they recently started therapy on a baby to try to keep the patient normothermic. The arctic sun device was set up in normothermia. The patient¿s temperature has dropped further below target and did not seem to be warming. Confirmed they have one small universal pad connected. When therapy started, patient temperature (pt) was initially 36.5c. The targeted temperature (tt) was 37c, nurse adjusted the rate to maximum, water flow rate (wfr) was 0.6 l/min, current patient temperature (pt) was 35.8c, water temperature (wt) was 36c. Discussed heater and flow rate correlation. Had nurse stop therapy, empty pad, and disconnect. Had nurse straighten the tubing and confirmed no kinks or bends. Had nurse reconnect pad with proper technique, after a few minutes, water flow rate (wfr) was 0.7 l/min. Nurse concerned water temperature (wt) was now 31.5c and dropped. Explained to pause therapy, the device did take about 15 minutes to gather patient metrics and reconfigure. Diagnostics showed that the water flow rate (wfr) was 0.5 l/min, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 24 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 3 percentage, system hours were 259, and pump hours were 181. Had nurse pause therapy and try reconnecting pads to a different port on fluid delivery line (fdl), resumed therapy and water flow rate (wfr) was primed to 0.4 l/min. Had nurse stop therapy and disconnect pad. Walked through placing in manual control, without pad, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 49 percentage. Reconnected pad, rotated connector 180 degrees, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 100 percentage. Disabled manual control and resumed therapy, water flow rate (wfr) was primed to 0.7 l/min.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Circulation pump command (cpc) was 49 percentage. Reconnected pad, rotated connector 180 degrees, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 100 percentage. Disabled manual control and resumed therapy, water flow rate (wfr) was primed to 0.7 l/min. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they recently started therapy on a baby to try to keep the patient normothermic. The arctic sun device was set up in normothermia. The patient¿s temperature has dropped further below target and did not seem to be warming. Confirmed they have one small universal pad connected. When therapy started, patient temperature (pt) was initially 36.5c. The targeted temperature (tt) was 37c, nurse adjusted the rate to maximum, water flow rate (wfr) was 0.6 l/min, current patient temperature (pt) was 35.8c, water temperature (wt) was 36c. Discussed heater and flow rate correlation. Had nurse stop therapy, empty pad, and disconnect. Had nurse straighten the tubing and confirmed no kinks or bends. Had nurse reconnect pad with proper technique, after a few minutes, water flow rate (wfr) was 0.7 l/min (pr# (B)(6)). Nurse concerned water temperature (wt) was now 31.5c and dropped. Explained to pause therapy, the device did take about 15 minutes to gather patient metrics and reconfigure. Diagnostics showed that the water flow rate (wfr) was 0.5 l/min (pr# (B)(6)), inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 24 percentage, mixing pump command (mpc) was 0 percentage, heater command (hc) was 3 percentage, system hours were 259, and pump hours were 181. Had nurse pause therapy and try reconnecting pads to a different port on fluid delivery line (fdl), resumed therapy and water flow rate (wfr) was primed to 0.4 l/min. Had nurse stop therapy and disconnect pad. Walked through placing in manual control, without pad, water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -7.5psi (pr# (B)(6)), circulation pump command (cpc) was 49 percentage. Reconnected pad, rotated connector 180 degrees, water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7.5psi, circulation pump command (cpc) was 100 percentage. Disabled manual control and resumed therapy, water flow rate (wfr) was primed to 0.7 l/min.